Manufacturer narrative:
The below report was received by health authority ministerio de sanidad y consumo (es) (reference number: (B)(4) on 10-jan-2024. The most recent information was received on 05-jun-2024. This spontaneous case was originally reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("a tiny portion was left in the left uterine horn") in a female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("incomplete removal"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required) and heavy menstrual bleeding ("hypermenorrhoea"). Essure was removed on (B)(6) 2023 the patient was treated with surgery (a bilateral laparoscopic salpingectomy and removal of both essures was performed). No causality assessment was received for essure with regard to pelvic pain, heavy menstrual bleeding or device breakage. The reporter commented: corresponding to the plate of the left essure; no coil or any other portion of the right essure was left and removed completely; left one was removed completely except for the plate. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ministerio de sanidad y consumo (es) (reference number: ps/eml/101643) on 10-jan-2024. This spontaneous case was originally reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("a tiny portion was left in the left uterine horn") in a female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("incomplete removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2023,, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. On unknown dates she experienced device breakage (seriousness criterion intervention required) and heavy menstrual bleeding ("hypermenorrhoea"). The patient was treated with surgery (a bilateral laparoscopic salpingectomy and removal of both essures was performed). No causality assessment was received for essure with regard to pelvic pain, heavy menstrual bleeding or device breakage. The reporter commented: corresponding to the plate of the left essure; no coil or any other portion of the right essure was left and removed completely; left one was removed completely except for the plate. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.